Manufacturer narrative:
Patient reported falling while exiting the wheelchair because one brake was bent and did not function properly. Patient fell against bathtub, sustained a rib fracture, and was transported to the hospital by ambulance. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Patient reported falling while exiting the wheelchair because one brake was bent and did not function properly. Patient fell against bathtub, sustained a rib fracture, and was transported to the hospital by ambulance.